Manufacturer narrative:
Initial reporter facility:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in was defective. This was discovered on 3 occasions. The following information was provided by the initial reporter: what happened: difficulty has been presented to channel several times without achieving it three times on (B)(6) 2021 neonatal service. What they did next: an attempt was made to channel it was not achieved, then it was tried again but it was not achieved, a catheter number 24 was requested that was not a safety one, and with this one at once it was possible to channel. What could have failed: safety catheter number 24 is not suitable for service.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that insyte autoguard yel 24ga x .75in was defective. This was discovered on 3 occasions. The following information was provided by the initial reporter: what happened: difficulty has been presented to channel several times without achieving it three times on (B)(6) 2021 neonatal service. What they did next: an attempt was made to channel it was not achieved, then it was tried again but it was not achieved, a catheter number 24 was requested that was not a safety one, and with this one at once it was possible to channel. What could have failed: safety catheter number 24 is not suitable for service.